Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited failure to pace, failure to sense and high pacing impedance. The lv lead was replaced and procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture, failure to sense, and high pacing impedance were confirmed. A complete lead was returned in one piece. Electrical testing did not find any anomalies. The lead connector failed to insert into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. No other anomalies were found.